Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient fell on her back and lost stimulation. Troubleshooting was not successful in trying to connect to the patient's scs ipg. The patient does not have stimulation.